Event description:
The plaintiff's atty alleged that the plaintiff experienced a cardiovascular event and coma on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular and coma) for the same patient involving two separate products.